Event description:
The device was implanted in 1998 for spondylolisthesis at l4-5 and degenerative disc disease at l5-s1. The device was found to be broken on 6/9/99. The device was found to be broken on 6/9/99. The patient fused and was found to be doing well clinically, therefore the device was not removed.